Event description:
The complainant notified the surgical account manager that the automated impella controller (aic) generated a battery failure alarm. It was reported that the backup console indicated battery failure, would not charge, and the button on the bottom was pushed to confirm the battery was on. There was no patient harm reported.

Manufacturer narrative:
The investigation into the battery failure has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed the reported failure, and showed battery failure alarm (360), battery level low alarm (23), battery 2 communication failure alarm (353) and battery failure due to low voltage alarm (350). The issue was not resolved after power-cycling or re-connecting the ac cord. The returned device was tested, and the issue was reproduced. Diagnostic information from battest revealed cell 4 of battery 2 having only 400mv (with all other cells over 4130mv), which is indicating of cell imbalance failure mode. The long-term log power data, analyzed later, showed that the cell imbalance was present already over a week earlier, but did not result in any alarms that would be visible to the operator. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.